Manufacturer narrative:
Manufacturer's report date: 01/26/2011. (B)(4). Product evaluated and customer's complaint of solution back flow of secondary info into primary IV bag was confirmed. Analysis performed by the valve supplier discovered a pvc particle located between the housing seal area and the silicone diaphragm. The cause for the backflow event was due to a faulty check valve. The source of the particle found in the valve could not be determined. The lot number was not identified. Based on the smartsite laser number set was built on (B)(4) 2010.

Event description:
Customer reported check valve malfunction of secondary medication infusing into primary IV bag. No additional info provided although requested.